Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported error was duplicated just upon powering up. Error code 41171 was noted to be recurring. Main board does not operate as intended and was the cause of the reported issue. Service recommended replacing the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code 41171. No patient was involved in this event. No adverse effects were reported.